Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power loss alarm noted during testing or in the pump trace download. Unit received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer experienced an unexpected power loss alarm. Their blood glucose was 200 mg/dl. Troubleshooting was completed. The insulin pump is being returned for analysis.